Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluation: the product was not returned for evaluation. However, photos were provided which reveal that the head screw disassembled from the screw shank. The complaint is confirmed. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the screw was being used or handled at the time of the damage. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report. Device use this device is used for treatment.

Event description:
It was reported that after final tightening was completed, the surgeon decided to change the trajectory of the screw and removed the screw. Once the pathfinder nxt screw was removed after final tightening, the head unlocked from the shaft. There was no adverse event. There was no reported patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after final tightening was completed, the surgeon decided to change the trajectory of the screw and removed the screw. Once the pathfinder nxt screw was removed after final tightening, the head unlocked from the shaft. There was no adverse event. There was no reported patient impact.